Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Additional information has been requested but not yet received. A supplemental report will be submitted upon receipt of any new information. This incident has a notification date of (B)(6) 2015 and was reported on (B)(6) 2016 due to a back log in (B)(6). (B)(4)

Event description:
According to the reporter, during a bariatric procedure, at the third firing of this device, there was a failure in the handle. This occurred with two different reloads. There was no injury or adverse event reported. Additional information has been requested but not yet received. A supplemental report will be submitted upon receipt of any new information.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) concurrently with engineering led an evaluation of one device opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. Visual inspection of the instrument noted that it was received with the return knobs retracted and the articulation lever in neutral position. Functionally, the instrument was loaded with pmv representative straight and roticulator loading units. During functional testing it was observed that the instrument would intermittently clamp and cycle. The trigger pawl would intermittently engage with the firing rack. This intermittent engagement was the result of an over rivet condition, which may cause binding of the trigger pawl. The root cause of the observed condition was determined to be a result of a manufacturing error and a process improvement has been implemented to prevent this condition from recurring. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.